Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a minimum fill message with multiple cartridges. Reportedly, the cartridges were filled with 250 units to 300 units. There was no impact to the customer's blood glucose level. It was confirmed that the customer had manual injections as backup insulin therapy.